Event description:
The patient had surgery on her stomach last thursday ((B)(6) 2015). The patient had a "hernia wrapped around her lung and instead of taking her lung, they took 50% of her stomach". The event and surgery were unrelated to the patient's pump. The nurses at the hospital were concerned that the patient's pump was not functioning as it should after the surgery because they did not hear any sound coming from the pump. Per the patient, the nurses did not know anything about the pump, but were telling her they were concerned because they felt that the patient should be hearing something to let her know that the pump was working. The patient was going to call her hcp (healthcare professional) because she had been in a lot of pain. She didn't know if the pain was from her recent surgery or if it could be the pump. She started experiencing the pain a week before her surgery. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).